Event description:
Facility was having issues with the microtips not cutting. A distributor of the device on site troubleshot the failure down to the console. The distributor opened the console and attempted to perform an in field repair resulting in damage to the unit. The facility decided to complete the procedure with an open surgery. Per the facility, patient was under general anesthesia and no death or serious injury occurred due to the unit malfunction.